Manufacturer narrative:
(B)(4). Batch # n54k2r: the analysis results showed that one sc60 device was returned with no apparent damage and with an ecr60b fully fired reload loaded on the device. The device was tested for functionality with a test reload and it achieved a complete 3-strokes fire without any difficulties noted. The device fired, cut and formed all the staples as intended. The staple line was complete and the staples were noted to have the proper b-form shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4) date sent: 10/4/2016. Batch # unk. Additional information requested and received: can you please clarify what was meant by, device could not be fired properly and when the device was removed the target tissue was separated? Did the device deliver any staples? ¿no information. If yes, were the staples formed properly? If yes, were there staples missing from the staple line? If yes, was the staple line complete? Did the device cut? ¿no information. If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Was there any difficulty opening the device jaws? ¿no information. If yes, how was the device removed from the patient? If yes, did the jaws eventually open?

Event description:
It was reported that during an open gastrectomy, the device could not be fired properly and when the device was removed the target tissue was separated. The device was used on the duodenum. The cartridge color was blue. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning. (B)(4). Please take photos for (B)(6) customer.